Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00969. The user facility manually added ice cubes to the tank, when it was used for cardioplegia function. The reported complaint was confirmed. Per the (B)(6), he found out that f14 fuse was busted. He replaced the fuse and the ice making function on the cooler heater unit is now working normally. This cooler heater unit was last repaired in (B)(6) 2014. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was not making ice. Customer technician noticed that ice making function was not working, by turning the machine on. A noise was being heard which seems like the compressor working but not in a normal way. In this state, unit also cannot produce ice (compressor does not have delay and without ice in the tank). There was no patient involvement.

Manufacturer narrative:
No consequences or impact to patient. Per follow-up with the subsidiary service engineer, troubleshooting was done by checking the continuity of the said fuses. The ice making fault was caused by a blown fuse in the compressor delay board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per follow-up with the subsidiary service engineer. The customer noticed the unit was not making ice during set-up for a cardiopulmonary bypass. The customer used ice blocks to produce a cold temperature during surgery. There was no delay of case, just a hard time in sourcing out and putting in the ice blocks.